Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there were black marks and broken pixels on the insulin pump's screen. The patient cannot read the information on the screen. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.